Manufacturer narrative:
(B)(4). This is one of two device reports related to this event. Additional info has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's atty alleged that the patient experienced injuries including alkalosis, cardiac arrhythmias, sudden cardiac arrest, and/or sudden cardiac death, which is alleged to have been caused by product administered to the patient during dialysis treatment.